Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, g2. Foreign: belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that it was not possible to program the vanta ins before implant. System error appears on the tablet, code: 0x75f6f4f5. The rep tried several times without any results. There were no environmental, external, and patient factors that may have caused the event. No intervention was performed or is planned to resolve the issue. The issue was not resolved at the time of the report. The device was replaced and will be returned. No symptoms were reported. Additional information was received from the rep. It was reported that they did not know what the cause was. The issue was not resolved, and no other action was taken. It was noted that the physician was not present at the time of the event. Additional information received from a manufacturer representative. It was reported that the patient's ins was implanted on (B)(6) 2023. The ins worked normally and there was no programming problem. There was no communication issue with the physician programmer and the patient programmer. The representative noted that everything was ok. Additional information received confirmed that the ins was implanted and everything worked.